Event description:
The customer reported that a leak occurred during an ara-c chemotherapy infusion which ran for over 1 hour. The leak was not noticed until after the tubing had been put into the bin for chemotherapy waste. The set was retrieved from the chemo bin and a small tear was noted in the tubing above the bottom port. The tear was described as a cut, about 1/4" long, in the tubing approximately 12" from the distal end and that it appeared that it could have been caused by a box-cutter or other sharp instrument. There was no patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.